Event description:
It has been reported by a dealer that the rear wheel on a lttr19fr wheelchair is locking up. Upon inspection, the wheel continues to catch no matter how much the bolts are loosen, and the axle continues to turn.